Event description:
Boston scientific received information that this left ventricular (lv) lead was confirmed to be dislodged via xray. An invasive revision procedure was performed and the lv lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual observation noted that the complete lead was returned, with dried body fluid in the lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.